Event description:
It was reported that a hole in the balloon was suspected. A 4.0 x 200mm, 150cm ranger drug-coated balloon was selected for use. During preparation, the physician tried to pull negative to remove the air from the balloon, but it was a constant stream of air which may suggest that there was a hole in the balloon or the catheter somewhere. The balloon was removed and the procedure was completed with another balloon. No patient complications were reported.